Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device had broken hose. The device was not used in surgery. It is also unknown if pt or user injury occurred. It is unknown if delay or medical intervention occurred. The date of the event is unknown. There was no additional information provided.